Event description:
The customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try different outlets and adapters, which did not resolve the issue, so the pump was set for replacement. The caller was advised to continue using the current pump temporarily.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.